Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 10-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 10-mar-2025 in the pump history file and found multiple nodelivery (7) alarms on 03/05/2025, 03/06/2025, 03/09/2025, and on 03/10/2025 (during bolus/prime), a lowbatteryalert (104) on 03/05/2025 23:34:00.000, a changebatteryfault (73) on 03/06/2025 09:05:00.000 and a lost sensor alarm on 03/09/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 3/12/2025 11:46:58 am. There was no power data available for the dates of 03/05/2025 and 03/06/2025. Unable to check power data for low battery alert and changebatteryfault (73)/replace batt alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having high blood glucose due to insulin flow block alert. She treated the high with manual injection and that led to her having a low of 50mg/dl and going to the emergency room at 12pm, where she was advised to treat the low with candy. Customer takes metformin in addition to insulin. Per (B)(4), customer did not know her actual high blood glucose value but it was over 600mg/dl. Customer declined troubleshooting. Pump was used within 48 hours of the high and low. Per carelink, smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, insulin flow blocked alarm. The customer reported blood glucose value of 50 mg/dl. Customer high blood glucose was treated with manual injection and low blood glucose was treated with sugar. Customer was in emergency room. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-397a, mmt-7841zn. Troubleshooting was partially performed. It was unknown whether the insulin pump system was used within 48 hours and if auto mode feature was active at the time of event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7841zn. The customer will discontinue the use of the device mmt-1884.